Event description:
It was reported that: "patient was revised due to instability."

Manufacturer narrative:
Series 7000 standard tibia, cat # 7115-0009, lot # t99t495 was also listed in this report. At the present time, it cannot be determined which, if any of these devices may have caused or contributed to the reported event. A supplemental report will be submitted upon completion of the investigation.